Event description:
It was reported that the patient's personal diabetes manager (pdm) started a fire while charging, causing the residence to be evacuated. According to the patient, the outlet caught on fire and the pdm burned in the fire. Based on conflicting information in the allegation, the origin of the fire is unclear. The fire department has taken ownership of the pdm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the how the pdm caught fire. No lot release records were reviewed, as the product lot number was not provided.